Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-nov-2022 to 25- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system had failed drawers and cubies and displayed 'device not detected on bus' for 7-drawer aux and tower. A field service engineer checked the firewall settings and pyxibus connection and rebooted the station and disconnected the aux and the tower to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system did not detect on communication bus, causing slowness in retrieving the medications. There were no adverse events or injuries reported based on this incident

Manufacturer narrative:
Upon investigation of the actual device used in this incident, the issue was related to auxiliary tower. A field service engineer checked firewall settings and communication bus connections. By disconnecting the tower, auxiliary drawer came back. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system did not detect on communication bus, causing slowness in retrieving the medications. There were no adverse events or injuries reported based on this incident.